Event description:
Caller reported the meter gave bolus advice only for the meal and for the correction but without taking active insulin into account. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.